Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced on (B)(6) 2017 due to noise and inappropriate shocks. The ICD was replaced at the same time due to normal eri. Should additional information be received, this file will be updated.